Event description:
A surgeon reported noticing "graying" on an intraocular lens (iol) in several pts over the last several years. The surgeon does not report any pt impact, but is concerned about contrast sensitivity and possible decrease in visual acuity. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested.